Manufacturer narrative:
Device/batch history record review could not be conducted because a lot number was not provided for this incident. Observations and testing could not be performed because units were not received for investigation of this incident. Unknown; units were not received for observation and testing. Confirmation of the defects stated in the pir could not be identified or confirmed and cause could not be determined, as the unit(s) described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect. Comment: units not received for investigation of the incident stated in the pir.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unknown IV catheter disconnected at the hub of the catheter during removal resulting in medical intervention.